Event description:
New information received states that non sustained lead noise due to post paced t wave oversensing was again observed. The patient was asymptomatic. The recommended programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via remote transmission, non-sustained lead noise due to post-paced t-wave oversensing was observed. Programming changes were made.